Event description:
A malfunction was reported on the pump after the patient jumped into a pool. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged to send a replacement pump with updated software, advised the customer to use a backup therapy to ensure continuous insulin delivery, and provided guidance on returning the faulty pump. The customer acknowledged all instructions and agreed to return the problematic pump within the specified timeframe.